Manufacturer narrative:
Device evaluated summary: as per service report, in the inspection at the time of receipt, the deformation of the screw thread of the handle screw was confirmed. It was confirmed that the bearing and joint was damaged. Cause is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of spinal canal stenosis involved in tlif (transforaminal lumbar interbody fusion) procedure. Levels treated- l4/5. It was reported that intra-operatively, instrument could not fix. Product came in contact with patient but there was no impact to patient. There were no patient symptoms or complications reported as a result of this event. There was no delay in overall procedure time.